Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported relevant discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported that patient's right hip was revised. Patient was revised to a biolox v40 head with sleeve. Update 10/jul/2018: patient was revised due to instability. Rep provided implant information and an email with the surgical site. Also reported, "he (surgeon) believes it is an accolade I stem and says they have had problems with their taper so he may get in there and have to change the stem but it does not look that way from the xray."

Manufacturer narrative:
G1 manufacturing site corrected to stryker orthopaedics: cork. An event regarding instability involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was not performed because no medical information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
It was reported that patient's right hip was revised. Patient was revised to a biolox v40 head with sleeve. Update 10/jul/18: patient was revised due to instability. Rep provided implant information and an email with the surgical site. Also reported, "he (surgeon) believes it is an accolade I stem and says they have had problems with their taper so he may get in there and have to change the stem but it does not look that way from the xray."